Manufacturer narrative:
H3: product analysis: pre-repair temperature check performed at 60k after 1 minute the front bearing temperature was 81°f and the rear bearing temperature was 80°f. After 5 minutes the front bearing temperature was 97°f and the rear bearing temperature was 96°f. The ambient temperature was 76f. The bearings sounds rough while in use. The motor and collet bearings were worn. As per the product analysis, the pre-repair temperature results at 1 minute are less than 118f, which does not meet the reporting criteria." This does not meet the reporting criteria. The product analysis shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the indigo handpiece was overheating. There was no patient impact.